Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. In addition, it was reported that that usb port was loose. Customer declined to troubleshoot with tandem technical support.